Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) explained the message to the caregiver (cg) and informed them to start over using new supplies. No reason was found for the message. They followed the above and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's husband on (B)(6) 2011 in and his wife was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then his wife has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 in and she was aware of the alarm and had already discussed it with the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. An evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.